Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and performed a calibration test. The issue was resolved until the unit was restarted, at which point the touchscreen became unresponsive again. The touch screen was replaced and subsequent testing did not identify further issues. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touchscreen of the sorin centrifugal pump console became unresponsive during in-service. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) performed an in house investigation on the returned part with the following results. The error could be reproduced. The cause of the fault was determined to be a touch screen defect. Root cause was found to be the presence of fluid between the ito layers. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Customer complained of the touch screen not working. Service confirmation: 9000020603, scpc sn (B)(4) touch screen issues: the touch screen on scpc sn (B)(4) was not working properly; I tried to perform a screen calibration and started to work but when powering down the scpc and turning on, the touch screen would not work. Therefore the screen needed to be replaced. New touch screen was installed and all is working ok. Dev. Available with ref. (B)(4). Phone call with (B)(6) he wants to see the touch screen. MDR: the service representative performed a calibration test, right after the touch-screen became responsive but after having switched-off and back on the sorin centrifugal pump console, the touch screen became once again unresponsive.